Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 4 drawer was not detected on bus. A field service engineer (fse) found that there were no lights on drawer 4 and it was not being detected by the system. The pyxis bus control board and drawer control board were replaced, after which the drawer was detected upon reboot and the failure was cleared. The drawer was fully inventory counted and tested in the hardware test application with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 4 not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.